Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2014; 407658 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that their heart rate was not rising with activity, they felt exhausted and had shortness of breath. Patient was seen in their clinic the same day as the report and the device was reprogrammed to enable the rate response function. The clinic saw the patient two weeks after the reprogramming and the symptoms were gone and patient was feeling much better. No further patient complications have been reported as a result of this event.